Event description:
It was reported that during a shoulder procedure, the center post reamer cracked. Another set was brought in to complete the surgery. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# sbgl3007; lot# 65836162. H6: proposed component code - mechanical (g04) - drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product/provided pictures identified signs of use and wear and tear. There is wear and tear on the collar of the proximal end of the reamer as well as on the shaft of the reamer. The step feature of the reamer is damaged and cracked as well. Measured the reamer and all measurements were conforming. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.